Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced parts to correct the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was analyzed and found that the reported error 23138 pitch was confirmed in the field logs and replicated during fa. The unit was installed onto a patient side cart (psc) fixture test platform (pftp) and replicated error 23138 pitch during sine cycle. After reseating pitch motor and hall cable connectors on the axes controller arm (aca) board, the issue was resolved. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the robotics coordinator (roco) called in to report that arm 2 kept faulting out. The technical support engineer (tse) reviewed the logs and found 23118 for the pitch on universal surgical manipulator (usm) 2. Tse had the customer do a hard power cycle of the robot. After that it powered good but as soon as they went to move it the arm faulted out again. The customer was checking with the surgeon to see if they can use only three arms. The surgeon will do part of the case with three arms and will determine if he can do the whole case after he gets started. The procedure was completing as planned with no reported injury.